Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they had a back molar break, they had to have a temporary crown placed and they were told not to do anything that will pull on their teeth. The recommended their aligner not be worn.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.